Manufacturer narrative:
(B)(4).

Event description:
It was reported when a fatigued patient presented to the clinic during follow-up, the device was found in backup vvi mode. The issue was resolved after a device download was installed. No adverse consequences were detected.

Event description:
New information received states when an asymptomatic patient was last being checked-up on, the device was able to be interrogated through inductive telemetry. However, the device could not be communicated through radio frequency telemetry when using a radio frequency antenna. The radio frequency telemetry was restored once a device download was installed. The patient continue to be monitored.